Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that the user noticed the power cable on the unit was melted prior to beginning an imaging study on a patient. There was a slight delay in imaging. The patient study was completed successfully using a secondary machine. There is no serious injury or death associated with the event. Therefore, this report is being submitted in abundance of caution.